Event description:
Technician alleged that the brake casters still swivel when engaged. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters and bushings to resolve the issue.